Event description:
It was reported that pump display showed only backlighting with no graphics visible, which affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.